Event description:
It was reported that the patient had an artificial urinary sphincter implanted following an unknown sling procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted following an unknown sling procedure. (B)(4) has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.